Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided abscess percutaneous drainage procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, a fracture was noted in the drainage catheter connector. The device was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.